Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be silicone migration, and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports: ¿had mcghan textured implants put in [...]. Since then over time had more and more symptoms occurring, in [..] I noticed a lump in my breast, during ultrasound, they noticed the edge of my implants has all ripped and possible rupture. For the past 3 years I¿ve had extreme pain my breast and under arm, possible silicon in my lymph node. My hair has fallen out. I have extreme fatigue, brain fog, joint pain, breathlessness, palpitation, the list goes on. I believe all these symptoms are coming from these implants. ¿. The record relates to the right side. The device remains implanted.